Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis. The cause of peritonitis was not reported. Treatment was not reported. Patient was recovering.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The birth date is unknown, however the patient was born in (B)(6).

Manufacturer narrative:
(B)(4). Additional information: the patient was reported to have been discharged from the hospital. The patient had recovered from peritonitis. If additional relevant information becomes available, a follow up medwatch will be submitted.